Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the suction cylinder. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the channel of the evis exera iii gastrointestinal videoscope was clogged. The issue was found during reprocessing. Inspection and testing of the returned device found issues with insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found the suction cylinder had no color, the scope cover was deformed. There was issues with insufficient cleaning. The plug unit had a scratch. The objective lens and light guide lens had a crack. The adhesive on the distal end had a crack. The connective tube was buckling and had a wrinkle. The objective lens was chipped. The adhesive around the lenses was worn. The distal end glue was lifted and was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.